Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The rear housing was removed and the internal components of the handle were investigated. Upon investigation it was noticed that there was damage to the ir shield, oled, 44 pin flex, battery flex, battery board matting screws and the q12 was floating around the handle with extensive damage. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Replication of the damaged oled screen can occur if the device is dropped. Additionally, the investigation detected a secondary condition of damaged 44 pin cable and damage to internal electrical components that has no relationship to the reported condition. The root cause of the observed condition was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Replication of the damaged electrical components resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when the device was checked to see how many fires remaining for the handle it was then noted that the device's display was distorted. There was no patient involvement.